Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported in documentation received from the district court criminal investigation division that following an unspecified endoscopic procedure death occurred. An ultraflex esophageal stent had been selected to treat an unspecified lesion. While "operating" on an unspecified intestinal blockage, the physician punctured the duodenum by mistake. The patient experienced "septicemia by peritonitis" and died 9 days later.